Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was power issue. A field service replaced drawer controller and pyxibus cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system was off and will not turn back on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.